Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. A review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6), 2024, a gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) was intended for use in the renal artery during a physician-modified endovascular graft procedure. After a cook zenith® fenestrated aaa endovascular graft was placed the vbx device was advanced into the renal artery and the physician attempted to deploy the device. After the deployment was initiated the vbx delivery balloon ruptured at 10 atmospheric pressures (atm). The delivery catheter was removed, and the physician successfully completed the deployment with a percutaneous transluminal angioplasty balloon (unknown manufacturer). The patient did not experience any adverse consequences.

Manufacturer narrative:
Section h6 updated to reflect completion of investigation. Manufacturing records were reviewed, and the device met all pre-release specifications. The delivery system was returned to gore for evaluation. The complaint of a vbx device balloon rupture during inflation as reported was not confirmed based on evaluation of the returned vbx device. During evaluation, the returned vbx device balloon was able to be inflated to 9 atm and was observed to expand, which is not consistent with a prior rupture of the balloon. However, during this inflation attempt, leakage from the proximal end of the balloon cover was observed at 9 atm (below nominal inflation pressure of 11 atm). Therefore, leakage from the vbx device was confirmed. The root cause of the observed leakage could not be established. The manufacturing process includes 100% verification for device leaks with inflation to 6 atm including visual inspections of the balloon cover. Consequently, the observed leakage pathway is not suspected to have been present at the time of last in-process inspection step during manufacturing. Cause of the reported event cannot be established based on evaluation of the returned delivery system and the information reported to gore. Further information regarding this event was requested by gore, but no further information has been reported, therefore this investigation is considered complete.